Event description:
It was reported that a male patient in his 70s underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and had bleed back coming back from the hub of the sheath. The dilator was also broken. The sheath was exchanged and the issue was resolved, the case continued. The dilator broke causing bleed back. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces or if the hemostatic valve/brim cap/hub became detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. There was no blood return was observed and a small amount that was not recorded as it was seen immediately. Furthermore, the patient suffered cardiac tamponade requiring a pericardiocentesis. However, that patient event has been reported under the thermocool® smart touch® sf bi-directional navigation catheter in manufacturer report number 2029046-2022-01171. This report is only for the complaint against the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Hemostatic valve leak is MDR-reportable. Dilator break is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-may-2022, the product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. It was reported that a male patient in his 70s underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and had bleed back coming back from the hub of the sheath. The dilator was also broken. The sheath was exchanged and the issue was resolved, the case continued. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record evaluation was performed for the finished device lot 00001939, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).